Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and ER visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient visited the emergency room (ER) several times in a period of 8 months due to an infection at the insertion site after wearing the pod longer than 48 hours on the abdomen. The site was noted to be red, itchy, painful becoming dark purple and rupturing the skin leaving a hole of (3cm x 1.5 cm) discharging blood and fluids. The patient visited the intense care unit (ICU) where antibiotics were prescribed (name not specified). A few months after, the same infection reappeared and the patient was referred to an child-skin specialist where was diagnosed with an autoimmune disease and prescribed a cortisone cream. The doctor was visited once again a few months after with the same symptoms and was prescribed then (heracillin) to be taken for 7 days, then 14 days and finally 5 days. A biopsy and ultrasound were done on the affected area with results of (granulomatosis).